Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that there was no issue with the device in displaying medication. A technical support specialist (tss) dialed into the server and logged into the patient encounter system (pes) to review the anesthesiologist role and area assignments. It was identified that user ID 73648 was assigned to fewer areas compared to another user, and the customer was advised to assign the ER area and verify whether the issue was resolved. The customer noted that the anesthesiologist was not accessing patient profiles within the ER area. Upon further review, the tss confirmed that the station behavior was working as designed. The past removed screen was intended for nursing users only and did not display doses that were fully returned or wasted, as those doses remained available for removal. Only partial waste events were shown in the past removed view. As no corrective action was required, the case was closed. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the medication removals from the device did not appear under the patient past removals, requiring the medications to be wasted later at another station. However, there were no delay in patient care and no adverse events or injuries reported based on this event.